Event description:
It was reported that during an unknown procedure, the load did not fire, dropped the orange piece and did not release the staples. The procedure was converted to open. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: was the device difficult to load? Were any abnormalities notices with the cartridge prior to use? Did the device staple and cut? If the device cut, how far? Are photos available of the orange pieces? If not, please describe size and shape. What is the current patient status?